Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Clotting of the extracorporeal circuit occurred during two consecutive routine hemodialysis treatments. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss events to issues with the patient's vascular access. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding troubleshooting access issues and the patient has been seen by a surgeon. Nxstage medical considers this report closed. No additional information will be provided.